Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. The pt was scheduled for generator replacement surgery due to end of service, but pt died 7 days before the surgery date. There is no evidence at this time that the ncp system caused or contributed to the reported event.